Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). Reportedly, device was found in standby mode at one week post implantation check ((B)(6) 2008). Device re-initialization was performed successfully; however, "implantation auto detection" programming parameters were reactivated, and couldn't be disabled. This anomaly will be corrected through new implant software which will be downloaded in the device memory when the device will be interrogated with a future programming version.

Event description:
The patient went back to hospital 8 days after implantation. The device was found in standby mode. Device re-initialization was performed and was successful.